Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced high impedance. The patient had a fall and went to the ER where their system was interrogated. An impedance check showed the patient had high impedances on all contacts on the left side. The patient was taken to the operating room to address the issue. The surgeon explanted the extension and tunneled a new extension on the left side. Impedances were normal following the replacement.